Event description:
It was reported that following a pump and catheter replacement surgery, the drug dose was started at 100 mcg/day. Refer to MFR report # (B)(4) for event prior to the replacement surgery. It was noted the dose was too high for the pt since her heart rate decreased from the 70s to the 40s (bpm). As of (B)(6) 2011, the pt was admitted to the ICU. The hcp planned to decrease the dose to 25 mcg/day. The hcp tried to lower the pt dose; but could not go low enough with the 2000 mcg/ml drug concentration. The hcp wanted to refill the pump with 500 mcg/ml concentration and perform a system contents removal procedure. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).